Event description:
Patient 3 of 3 patients: healthcare provider reports inconsistent patient pt inr results for 3 patients where the same device was used. Two of the three patients' results included an unexpected error code "inr > 10". Patient 3. Reported result included an unexpected error code "inr > 10". This complaint occurred outside the united states.

Manufacturer narrative:
(B)(4). Complaint assessed to be reportable. Manufacturer awaiting further information to confirm that this is a reportable complaint. The device will be evaluated when returned to the manufacturer.